Manufacturer narrative:
Batch review performed on 30 april 2020: lot 182621: (B)(4) items manufactured and released on 26-jul-2018. Expiration date: 2023-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported. Additional item involved in the event, batch review performed on 28 april 2020 ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 186540. Lot 186540: (B)(4) items manufactured and released on 06-dec-2018. Expiration date: 2023-11-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2018. On (B)(6) 2019, the patient came in reporting pain, which was caused by a leg length discrepancy. The surgeon revised the 32mm biolox s head with a 32mm biolox m head and the surgery was completed successfully. Presently, on (B)(6) 2020, 11 months after primary surgery, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the head and the surgery was completed successfully.

Manufacturer narrative:
In the initial report the report date was wrong. It was corrected with may 19th 2020.